Event description:
This lead is noted from a call placed to technical services on (B)(6) 2013 states that lv lead pulled back about 3cm in branch. Lead was implanted on (B)(6) 2013 and was revised on (B)(6) 13. There were no patient symptoms aside from additional procedure. The physician was dr. (B)(6) at (B)(6) in (B)(6). Rep did post-operative check and discovered lead dislodgement. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).